Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer stated that the insulin pump would lose the time and date when he changed the battery. The customer stated that the insulin pump would have a battery at 1 bar every 22 to 23 days. The customer also reported that the insulin pump alarmed signal too low after a battery change, as well as low reservoir. The customer stated that the insulin pump was not stored or not in use for an extended period of time. A temporary basal was not programmed before the unexpected restart alarm occurred. The customer did not know the blood glucose reading. Upon troubleshooting the insulin pump alarmed signal too low for the second time. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.